Event description:
In 2008, the pt reported that she began receiving e4 (occlusion) errors three days earlier while attempting to bolus. She stated that the infusion site had been in use since for three days. She changed the infusion site two days later and the e4 errors recurred if bolusing more than 1.0 unit of insulin. To troubleshoot, the pt was instructed to disconnect from her infusion site and to bolus 3.0 units of insulin. She was able to do so without error. She removed the infusion site and stated that the cannula was bent. She changed the infusion site and tubing and was able to bolus without error. Upon f/u the following week, the pt stated that she moved her infusion site to the inside of her thigh and she had not experienced any further e4 errors and her blood glucose had lowered to 216 mg/dl. Her normal blood glucose level is 80-140 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.